Event description:
The customer reported to olympus there was a channel blockage on the colonovideoscope during preparation for use. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed, as there was a foreign body blocking the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel issue could not be confirmed/no foreign material or object in the channel was observed and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. Olympus will continue to monitor field performance for this device.